Event description:
It was later reported the patient was pushing the top blue button on the left to turn off the programmer. It was reviewed with the patient that this turned everything off all together and the patient was unaware that turned off everything.

Event description:
About ten days prior to the date of this report, it was reported the patient never had therapeutic effect. The patient was experiencing the same symptoms as they had prior to implant. It was stated their symptoms did not get better/improve. When the patient would stand up, ¿it came out¿ and by the time the patient walked to the bathroom ¿it came out.¿ the patient was wearing depends ¿all night¿ as well. When the patient left the hospital the setting was at 2.0v, but it was decreased to 1.2v the next day because the pressure was ¿too bad.¿ at the time of the call, the patient was not feeling stimulation. The patient was currently on program 3 at 0.6v. Stimulation was at 0.7v, but it was decreased because it was ¿too strong.¿ it was stated the frequency during the day had decreased, but it was the ¿same as before.¿ stimulation was increased to 0.9v at the time of the call. It was noted the patient had an appointment with their healthcare provider on (B)(6) 2013. About a week later, it was stated the patient was having a tingling/painful sensation in their neck, which started a week after implant. The sensation was constant and the neck pain went away when the system was turned off. It was indicated the device was helping with frequency, but not for incontinence. The reporter stated that ¿at times it worked all day without changing pad, but then did not again.¿ the issue or urine coming out when they get out of bed and walk to the bathroom was noted to be the same issue the patient had prior to implant. As of the date of this report, the tingling in the neck was noted to be more of an ¿aggravating feeling,¿ rather than pain. It was stated the patient opted to have the device removed. No hospitalization was required. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0cstq, implanted: (B)(6) 2013, product type: lead. (B)(4).